Event description:
It was reported that the target lesion was a calcified restenosis in the distal right coronary artery (rca) with 99% stenosis. The 3.0 x 15 mm trek rx balloon was inflated to 8 atmospheres (atm) for the first inflation. It ruptured during the second inflation at 8 atm. The lesion was further dilated with an nc trek balloon catheter, then a non-abbott stent was implanted. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.